Event description:
It was reported that there is a water leakage discovered during pre-test in the balloon section. It appears to be a pinhole.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Four photos were received for evaluation. The first photo shows the top view of a 3-way catheter and syringe. The second one shows the catheter's tip with the deflated balloon. The next photo shows the catheter's cap, and the last one shows the tray's label. Received 1 all silicone foley catheter with syringe. The catheter was visually inspected, and no physical defects were present. The balloon was inflated with the returned syringe and 10 ml methylene blue solution (3 drops 1npercentage aq methylene blue per 100ml distilled water), it inflated properly, however asymmetrical balloon was observed. Due to conditions of testing environment varying from conditions during use on patient, this observation will not result in a new complaint. The catheter rested with no leaks. The returned syringe was connected and the balloon deflated passively in under 5 minutes: 3 min and 2 seconds. The reported event was not confirmed. As the reported event is unconfirmed a DHR review is not required. However, a DHR was completed before unconfirming the event. A labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there is a water leakage discovered during pre-test in the balloon section. It appears to be a pinhole.